Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that in the morning around 10:30 am, she bolus for lunch and about 02:00 pm, she noticed that the sensor glucose was high (290 mg/dl) and 10:30 am, was trending higher. By 04:00 pm, the patient further noticed that the sensor glucose was over 400. During a trip to the bathroom, the patient noticed that the infusion set's tubing was not connected to the infusion set. Although, the set was properly applied to my skin and the cannula was under my skin, but the tubing was not connected to the set (so impossible for insulin to be delivered). No further information was available.